Event description:
It was reported that during a da vinci-assisted surgical procedure, a single port arm drape had a recognition failure. The procedure was completed. No reported known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the drape; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.